Event description:
Additional information was received. After removing the stent delivery guidewire together with the microcatheter, the access route was re-established and the subsequent procedural steps were completed to finish the procedure. There were no causes or contributing factors for the resistance or irregular shape that were identified. It was clarified that "irregular shape" means that curvature and deformation were observed at the distal end of the microcatheter. No shaping had been performed. The catheter was continuously flushed throughout the procedure.

Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the marksman catheter encountered resistance with a pipeline stent during retrieval. The patient was undergoing a flow-diverting dense-mesh stent implantation for a left internal carotid artery c7 segment aneurysm. The access vessel was the right femoral artery with a diameter of 6 mm. It was noted the patient's vessel tortuosity was minimal. It was reported that the catheter successfully deployed the ped-425-16 flow-directing mesh stent, but encountered resistance at the distal end of the catheter during stent delivery rod retrieval, preventing the rod from being retrieved into the catheter. The delivery rod had to be withdrawn along with the catheter, resulting in a loss of access. A guidewire had to be reinserted to establish access. After withdrawal, the operator observed an irregular shape at the distal end of the catheter. There were no patient symptoms or complications associated with this event. The device and any accessories were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU.